Event description:
The drain was placed following the IFU by a neonatologist competent and familiar with placing the (B)(4), pigtail drain. The needle was inserted, blood was aspirated and the drain was inserted and immediately started to drain fresh blood. A subsequent chest x-ray and ultrasound showed that the drain was sited in the aorta, the left side of the heart. The pt was transferred to a CT unit for removal of the drain and emergency CT surgery to close the 'hole' left by the drain. This surgery required cardiac bypass. No part of the device remained inside the pt.

Manufacturer narrative:
Additional surgical procedure is not listed in the instructions for use. Removal of device is not specifically listed in the instructions for use. Event is still under investigation.